Event description:
It was reported to boston scientific corporation that following an anterior pelvic floor repair procedure using a pinnacle pfk kit, the patient was in retention. The physician doesn't know if the retention was due to the pinnacle device or the bard align to sling placed for incontinence during the same procedure. The patient saw a nurse practitioner in late 2008. Per the physician, "catheter is out. She is voiding. Pvr (postvoid residual urine volume) was zero in the office."

Manufacturer narrative:
The complaint indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.